Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The current blood glucose was 165 mg/dl. Customer also reported bent cannula and issues with product not adhering and insulin pump was not working. The insulin pump will not be returned for analysis. Customer stated that, the blood glucose reading this morning was 165 mg/dl. Customer stated that, this week he has not been able to get a reading below 200 mg/dl. Customer stated that, he is using a lot of insulin and he cannot get it to come down. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Customer wishes to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.